Event description:
It was reported that the pump needed a main board. No patient injury or involvement was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the left plunger case was broken and the bottom case was cracked. A review of the event history log identified check syringe plunger sensor. During the functional testing the reported issue was able to be duplicated. Broken screw-boss on left plunger case which is causing the check syringe plunger sensor error. The root cause of the issue was due to damage to the plunger assembly by the customer. Replaced all the plastic parts of plunger assembly. The main printed circuit board (pcb) did not need to be replaced due to no problem being found on main pcb, upgraded the software. Performed preventative maintenance and all functional testing.